Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began on the morning before. The cca noted that the pt manages her diabetes with pills. It is not known if the pt made any changes to her diabetes management as a result of the alleged issue. On that, approx 12 hours after the alleged issue started, the pt reported feeling shaky, sweaty and confused. In response to the symptoms, the pt claimed she ate a piece of candy. At the time of troubleshooting, the cca noted that the pt replaced the subject meter's batteries; however, the alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.